Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. There were no excessive no delivery alarms. The unit functioned properly. The unit had a scratched lcd window and cracked battery tube threads found during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels, excessive no delivery alarms, and a motor error alarm. The customer's reading was 450 mg/dl. The customer treated with the insulin pump and a manual injection. The customer's symptoms included feeling tired and achy. The customer performed a manual prime and saw insulin exit the tubing. The customer found several no delivery alarms, bad battery alarms, and battery out limit alarms in the alarm history. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat. The customer tried all remedies but the problem persisted. The customer's device was replaced and returned for analysis.